Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log does not show any data related to the customer's report. The electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), after pressing the shock button, the clinician felt the device discharge energy through her right hand down to her foot. Complainant indicated that there was no adverse effect to the patient or the user due to the reported malfunction.